Manufacturer narrative:
When the foreign material was identified, olympus medical requested additional information from the customer on their reprocessing practices. The customer could not confirm that the device was cleaned, disinfected and sterilized prior to return to olympus medical. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. During evaluation, the customer's reported issue was confirmed. Switch buttons 3 and 4 did not function. The evaluation determined that this issue was caused by a broken switch board. Leaks were observed in the instrument channel and the insertion tube due to perforations. Additionally, the bending section cover adhesive was discolored; the up/down plate was sticky; the universal cord was sticky; the video connector's electrical contract was dirty; the universal cord was a dent; the control unit was sticky due to water leakage; and the light guide bundle was slipping. Functional testing showed that the bending angle in the up direction did not meet with specifications. The device would relay an image, but it was foggy due to damage to the charge coupled device. The image also had lens flare due to a chipped objective lens. Based on the available information and the investigation findings, the device evaluation found that there was a deformation in the instrument channel, which may have resulted in the inability to remove the foreign material inside the channel. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the remote switches of the visera cysto-nephro videoscope were defective [not functioning]. No adverse effects to a patient were reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection, foreign material was found in the instrument channel. This report is being submitted for the presence of foreign material found during the device evaluation.